Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The rtos and gpos boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.